Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that device interrogation showed low speed advisories and a pump off event with a concern for short to shield complication. Log files for (B)(6) 2023 showed 2 pump stops and 4 low speed hazards with speed drops as low as 0 rpm. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appeared to be occurring when connected to the mobile power unit. Images of the driveline show three areas externally of concern. Further log files were provided that captured a speed drop on (B)(6) 2023 at 22:09 and a pump stop on (B)(6) 2023 at 7:13 while connected to the mpu. This appeared to be related to a short to shield issue. A percutaneous lead repair was requested. A splice procedure for short to shield was performed on (B)(6) 2023 which did not resolve the issue. Log files contained the reported alarms associated with the driveline repair on (B)(6) 2023 at 1:33 pm. Additionally, pump stops were recorded as 2:09 pm that same day. Which occurred while the patient was on a normal patient cable which indicated that the patient still has an internal short to shield. No additional pump stops since. Controller MFR: 2916596-2023-01785.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: damage to the outer jacket was observed in multiple areas throughout the driveline. Review of the patient¿s submitted log files confirmed low speed operation and pump stop events; however, evaluation of the patient¿s replaced portion of the driveline from (B)(6) did not find damage that could have contributed to the events observed within the log file. Additionally, analysis of the log file provided by the account confirmed low flow hazard alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. The submitted log files contained events and data from (B)(6) 2023, per the timestamps. The file captured multiple pump stops and low speed operation events between (B)(6) 2023 while the patient was operating on the mobile power unit and power module. Based on previous complaint experience, the type of behavior captured within the submitted log file could be indicative of a potential driveline issue resulting from a short to shield. The pump regained speed on its own after each event and operated above the low-speed limit through the remaining duration of the file. The file also captured intermittent low flow hazard alarms between (B)(6) 2023. No other notable events or alarms were captured. The patient underwent an external driveline replacement on (B)(6) 2023. The returned portion of driveline measured approximately 20.5 inches. Electrical continuity testing of the returned portion of driveline did not reveal any discontinuities or shorts. The driveline layers were carefully removed and microscopic inspection of the underlying wires found no insulation damage or wear. The driveline was then submerged in a saline bath for high potential testing to check for current leakage through each wire's insulation. This test did not reveal any insulation breaches that would have contributed to an electrical short. Evaluation of the returned portion of the patient¿s driveline did not reveal any issues that could have potentially contributed to the abnormal pump operation captured within the submitted log files. The relevant sections of the device history records for vad-13915 driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii instructions for use (IFU) is currently available. This section contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). The low flow alarm is triggered when the flow is less than 2.5 lpm. The section entitled "alarms and troubleshooting" outlines all system controller alarms, as well as how to respond to each alarm condition. Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including low flow, pump stops, and low-speed events. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.